Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus pressure-regulating balloon (prb) and window quick connector (wqc) were thoroughly analyzed. The prb was visually inspected, microscopically examined, and tested for leaks. Inspection did not confirm a hole; however, a bulge was identified in the balloon shell. The prb did not pass the functional test as its pressure was lower than required. The wqc was visually and microscopically inspected, and no damage was identified. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) pressure regulating balloon (prb) due to a hole on the component. The existing prb component was explanted and replaced with a new prb. No additional information was reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Pending investigation closure.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) pressure regulating balloon (prb) due to a hole on the component. The existing prb component was explanted and replaced with a new prb. No additional information was reported.